Manufacturer narrative:
Product event summary: analysis found that the device was too sensitive and the calibration was invalid. The main board assembly was replaced and then the device was calibrated. The device then passed functional testing.

Event description:
It was reported that the external pulse generator (epg) did not pace. The epg was returned for servicing. There was no patient involvement.